Manufacturer narrative:
Device evaluation: the suspect device has not been returned to animas. A retained sample, from the same lot number as the suspect device, was evaluated by product analysis on 02/05/2015 with the following findings: a visual inspection revealed that the cartridge was not damaged or defective. A fill test, force test, and leak test were performed, during which no failures were observed. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. A lot review was performed, the results of which showed that no failures were observed during incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime¿ warning occurred 3 or more times during the use of multiple cartridges from a single box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.